Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat concentric restenosis in a long lesion below the knee, in an artery with 99% stenosis and no tortuosity. An ht command guide wire was advanced without resistance and used. One area of the lesion had heavy calcification, so it was decided to use a different guide wire for the total occlusion. During removal, the ht command guide wire met resistance with the non-abbott microcatheter. The devices did not get stuck together. A new, non-abbott guide wire was used and the procedure was completed. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.